Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Functional testing, visual inspection, event history log review, and a service history review were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The occlusion alarm was not verified during evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an occlusion alarm. This occurred before use. There was no patient involvement. No additional information is available.